Event description:
Info received indicates the right head siderail release latch is broken, preventing the siderail from latching.

Manufacturer narrative:
The tech reattached the latch pin to repair the bed and allow the siderail to latch into the raised position.